Event description:
It was reported that a pseudoaneurysm and hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa. After completion of the procedure, a femoral vein angiography was performed to ensure there were no issues at the groin site, and a right groin hematoma was noticed at the venotomy site. Angiography revealed a communication between the artery and the vein, thus indicating a pseudoaneurysm. Contra lateral access was obtained, and a percutaneous transluminal angioplasty (pta) balloon was used to aid in ultrasound guided thrombin injection. The peripheral percutaneous angioplasty procedure was successfully performed, and the groin site was closed. The patient fully recovered following this event and was discharged home the following day.